Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy and salpingectomy with removal of essure devices in (B)(6) 2016). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014, and reported adverse events including extreme debilitating pelvic pain and abnormal bleeding (regarded as genital bleeding). The plaintiff had total hysterectomy and salpingectomy to remove the essure implant approximately two years after insertion ((B)(6) 2016). Chronic pelvic pain (cpp) and genital bleeding are highly prevalent in women, and may have gynaecological and non-gynaecological causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain/pain"), device expulsion ("the coil migrated outside of my tube the right side / migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding/bleeding/bleeding non stop") in a 43-year-old female patient who had essure (batch no. Cs000b9 / b93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed confirmation test". The patient's past medical history included birth control pill (preventative birth control) from 2009 to 2014. Concurrent conditions included multiple allergies (patient allergies :sulfa- rash, requip- anaphylaxis) and dysfunctional uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("skin issues / skin rashes"), mood altered ("mood changes "), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,"), pruritus generalised ("itching / itching all over my body"), acne ("acne"), eczema ("eczema"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), mood swings ("mood swings") and pain ("body ache"). The patient was treated with hydrocortisone, oral contraceptive nos, intrauterine contraceptive device (iud nos) and surgery (total hysterectomy and salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the device expulsion, fallopian tube perforation, anxiety, depression, vaginal haemorrhage, menorrhagia, alopecia, rash, mood altered, bladder disorder, urinary tract disorder, pruritus generalised, acne, eczema, migraine, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain, back pain, abdominal distension, mood swings and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, mood altered, mood swings, pain, pelvic pain, pruritus generalised, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: successful placement of essure coils and therefore no endometrial ablation done today and right tubal coil two rings with left coil showing three rings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 150.6 kg/sqm. On (27apr2016-12jun2016) ,hysterectomy performed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain/pain"), device expulsion ("the coil migrated outside of my tube the right side / migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s))") and genital haemorrhage ("abnormal bleeding/bleeding/bleeding non stop") in a 43-year-old female patient who had essure (batch no. Cs000b9, b93881) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed confirmation test". The patient's past medical history included birth control pill (preventative birth control) from 2009 to 2014. Concurrent conditions included multiple allergies (patient allergies :sulfa- rash, reequip- anaphylaxis) and dysfunctional uterine bleeding. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced alopecia ("hair loss"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), rash ("skin issues / skin rashes"), mood altered ("mood changes "), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,"), pruritus generalised ("itching / itching all over my body"), acne ("acne"), eczema ("eczema"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), mood swings ("mood swings") and pain ("body ache"). The patient was treated with surgery (total hysterectomy and salpingectomy with removal of essure devices). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved and the device expulsion, fallopian tube perforation, anxiety, depression, vaginal haemorrhage, menorrhagia, alopecia, rash, mood altered, bladder disorder, urinary tract disorder, pruritus generalised, acne, eczema, migraine, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain, back pain, abdominal distension, mood swings and pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, migraine, mood altered, mood swings, pain, pelvic pain, pruritus generalised, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: successful placement of essure coils and therefore no endometrial ablation done today and right tubal coil two rings with left coil showing three rings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 150.6 kg/sqm. On ((B)(6) 2016), hysterectomy performed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and mr, new reporter information, patient demographic information, lab data, relevant history, essure indication and lot number cs000b9, b93881, treatment drug, new events abnormal bleeding (vaginal, menorrhagia), hair loss, skin issues, mood changes, bladder or urinary problems or changes, itching, acne, eczema, migraines / headaches, migration of essure device location of device: uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, perforation (fallopian tube(s)), fatigue and weight gain were added. And media reported events added new event bleeding non stop, abdominal pain, bloating, back pain, skin rashes, severe mood swings. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain/pain"), device expulsion ("the coil migrated outside of my tube the right side / migration of essure device location of device: uterus"), fallopian tube perforation ("perforation (fallopian tube(s))/right essure coil had perforated through the right fallopian tube") and genital haemorrhage ("abnormal bleeding/bleeding/bleeding non stop") in a 43 year-old female patient who had essure inserted (lot no. Cs000b9 / b93881) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device monitoring procedure not performed ("she did not performed confirmation test"). The patient had a medical history of birth control pill (preventative birth control) from 2009 to 2014 and overweight. On ((B)(6) 2016-(B)(6) 2016), hysterectomy performed. Concurrent conditions were listed as dysfunctional uterine bleeding and multiple allergies (patient allergies: sulfa- rash, requip- anaphylaxis). The only concomitant product mentioned was dextroamphetamine [dexamfetamine]. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced alopecia ("hair loss"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("menorrhagia"), mood altered ("mood changes"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,"), pruritus ("itching / itching all over my body"), acne ("acne"), eczema ("eczema"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). In (B)(6) 2015 she experienced migraine ("migraines / headaches"). Essure was removed on (B)(6) 2016. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), device expulsion (seriousness criteria medically important and intervention required), fallopian tube perforation (seriousness criteria medically important and intervention required), genital haemorrhage (seriousness criterion medically important), anxiety ("anxious"), depression ("depressed"), rash ("skin issues / skin rashes"), abdominal pain ("abdominal pain"), back pain ("back pain"), abdominal distension ("bloating"), mood swings ("mood swings") and pain ("body ache"). The patient was treated with hydrocortisone, oral contraceptive nos and iud nos (intrauterine contraceptive device) as well as surgery (total hysterectomy and salpingectomy with removal of essure devices). At the time of the report, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. The outcomes for device expulsion, fallopian tube perforation, anxiety, depression, vaginal haemorrhage, heavy menstrual bleeding, alopecia, rash, mood altered, bladder disorder, urinary tract disorder, pruritus, acne, eczema, migraine, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain, back pain, abdominal distension, mood swings and pain were unknown. The reporter considered abdominal distension, abdominal pain, acne, alopecia, anxiety, back pain, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, eczema, fallopian tube perforation, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, mood altered, mood swings, pain, pelvic pain, pruritus, rash, urinary tract disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: successful placement of essure coils and therefore no endometrial ablation done today and right tubal coil two rings with left coil showing three rings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 25.835 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fallopian tube perforation. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 28-jun-2024: patient height, weight and bmi was corrected. Medical history was added. Imdrf 'health impact' codes (annex f) was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (total hysterectomy and salpingectomy with removal of essure devices in (B)(6) 2016). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-apr-2017: quality safety evaluation of ptc. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2014, and reported adverse events including extreme debilitating pelvic pain and abnormal bleeding (regarded as genital bleeding). The plaintiff had total hysterectomy and salpingectomy to remove the essure implant approximately two years after insertion ((B)(6) 2016). Chronic pelvic pain (cpp) and genital bleeding are highly prevalent in women, and may have multiple causes. In this particular case, alternative explanation was not available for the events. This case was classified as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Follow-up information will be obtained through the litigation process.